Event description:
It was reported that an ilet device fell off its charger, after which the screen assembly separated from the housing while the device continued to operate and blood glucose levels remained unaffected. Symptoms included no hypoglycemia, no hyperglycemia, and no clinical effects. Outcomes included no medical intervention, no hospitalization, and no impact to therapy continuity, as replacement supplies were provided and user education was completed. Investigation included review of the event details, collection of user-provided photographs, and logistical inspection upon return. Investigation of this device revealed evidence of external physical damage consistent with screen bezel separation, with normal device function otherwise and no alert or alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external impact.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.